Event description:
Gyrusamci was informed that during a therapeutic hysterectomy procedure, the tips of the forceps broke down (melted). The deterioration of the device was detected prior to being inserted into the pt and the defective device was replaced with another device of the same model to complete the procedure. Preliminary investigation based on the end user's report did not provide indication that this incident was a reportable event. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
The device was returned with the cord cut off. Also observed that the hub was fractured. The fractured site of the hub is under the heat shrink, at the section of the hub where there is a thin to thick transition. The heat shrink was removed to expose the hub, no chips or fragments from the hub was observed under the heat shrink. The 2 parts of the hub were placed back together, all parts are accounted for. Also observed that there was no evidence of melting as reported by the customer. Failures such as these have been attributed to excessive force being applied to the jaws of the device. We will continue to monitor for further occurrences.